Event description:
It was reported that the patient received shocks due to noise observed on the ventricular sense/pace channel. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.